Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the rewind, basic occlusion, and displacement tests. No motor error alarms were noted. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the excessive no delivery test or occlusion test due to the prime anomaly. The motor was tested outside of the device and passed. The following physical damage was noted: cracked casing at the display window corners and battery tube threads along with minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 20.4 mmol/l. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the device without incident. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.